Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the hospital for lead extraction after noise resulting in aborted therapies were observed from egms during a follow-up visit. No externalized conductors noted pre or post-surgery.